Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012; inratio2: 1.8; doctor's poc: 3.2; lab: ---. Date: (B)(6) 2012; inratio2: 4.2; doctor's poc: ---; lab: 2.1. No exact date provided. Customer stated results were from about two weeks ago. No therapeutic range provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s)provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 1.8; ref: 3.2; mean: 2.5; confidence limits: 1.6-3.4; result: pass. Date: (B)(6) 2012; inratio: 4.2; ref: 2.1; mean: 3.15; confidence limits: 1.9-4.6; result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 282855 on (B)(6) 2012. Results as follows: donor 216; inratio: 3.8; inratio: 4.2, inratio: 4.1; ref: 3.74; bias threshold: 2.74-4.74; %cv: 5.16. Donor 202; inratio: 2.9; inratio: 2.9, inratio: 2.9; ref: 2.77; bias threshold: 1.77 - 3.77; %cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results within the confidence limits. Root cause could not be determined. No product is expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). No corrective action required at this time as no product deficiency was established.